Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, water tightness loss due to a pinhole on the bending section cover, the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and white-clouded area, the suction cylinder was shaved, the adhesives around the objective lens had a white-clouded area, the connecting tube had a dent and a scratch, and the image guide protector had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects come out of the distal end due to damage on the suction tube in the control section. There were no reports of patient involvement.